Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03954. It was reported that the stent moved on balloon. A 3.00 x 38 synergy¿ stent was selected for use to treat a vessel. However, during procedure, the shaft broke. Then, a 3.00 x 32 synergy¿ drug-eluting stent was advanced for treatment. However, it was noted that the stent had partially dislodged before crossing the lesion. No patient complications were reported.